Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise with oversensing and high out-of-range pace impedance measurements greater than 2,000 ohms. In addition, inappropriate shock therapy was delivered. The patient was hospitalized, and the device was turned off. This lead remains in service, however lead replacement was anticipated. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise with oversensing and high out-of-range pace impedance measurements greater than 2,000 ohms. In addition, inappropriate shock therapy was delivered. The patient was hospitalized, and the device was turned off. This lead remains in service, however lead replacement was anticipated. No adverse patient effects were reported. Additional information received indicated that this right ventricular (rv) lead was surgically abandoned and replaced. No additional adverse patient effects were reported.